Event description:
It was reported that a minicap extend life pd transfer set could not lock, or connect tightly with a titanium adaptor. The reporter stated that replacing the transfer set resolved the problem. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of all batch record documents was performed for potentially associated lot number(s) h13j29038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection was performed with the naked eye and microscope; with no issues noted. The product met product specification. Functional tests performed leak testing, clear passage testing, and clamp function testing. An integrity of seal surface test was performed with no leak noted. The device passed the functional testing that was performed. Should additional relevant information become available, a supplemental report will be submitted.